Event description:
During the replacement of the subject device, the unscrewing of the atrial lead was impossible. The screwdriver used is that of the newly implanted pacemaker (kora 250 dr). Other screwdrivers were tested after the failure of using the sorin screwdriver.due to the inability to unscrew the atrial lead, the decision was made to shut off the atrial lead in order to condemn it. The kora 250 dr implanted has been closed at the atrial channel and programmed into vvir instead of a dual-chamber mode.

Manufacturer narrative:
(B)(4)

Event description:
During the replacement of the subject device, the unscrewing of the atrial lead was impossible. The screwdriver used is that of the newly implanted pacemaker (kora 250 dr). Other screwdrivers were tested after the failure of using the sorin screwdriver.due to the inability to unscrew the atrial lead, the decision was made to shut off the atrial lead in order to condemn it. The kora 250 dr implanted has been closed at the atrial channel and programmed into vvir instead of a dual-chamber mode.